Event description:
Customer alleged the joystick wire was somehow pinched between the arm adjustment lever and the frame of the chair causing the cable to be cut and started an electrical fire. No injury alleged.

Manufacturer narrative:
MDR decision date: (B)(4) 2012. (B)(4) - no RMA has been initiated for this issue. Model m71, serial number/date code (B)(4) is approximately 5 years old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the joystick wire was allegedly pinched between the arm adjustment lever and the frame causing the cable to be cut and allegedly start a fire. No injury and fire was extinguished quickly. Dealer to rewire the power chair.